Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00489 for the first report of intraparenchymal hemorrhage. (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the night of (B)(6) 2018, the patient fell out of bed. A right upper extremity deficit was noted and anticoagulants were reversed. CT scan results: no significant change in size or appearance of left frontal intraparenchymal hemorrhage. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the patient's reported intraparenchymal hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.